Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head became loose. There is extra part exposed- oral b power care [device connection issue]. Charger does not want to charge anymore- oral b power care [device power source issue] there is a burning smell- oral b power care [product odour abnormal]. Case narrative: consumer via phone stated that while brushing teeth, top part where the brush head is became loose. No injury was reported.